Manufacturer narrative:
(B)(4). Batch # u5ey47. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one vasecr35 reload (b) was received with no apparent damage and fully fired with a staple b-formed in the channel. No functional test could be performed due to the condition of the reload. Event described could not be confirmed as the reload was received fully fired. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one vasecr35 reload (a) was received with no apparent damage and fully fired with a staple b-formed in the channel. No functional test could be performed due to the condition of the reload. Event described could not be confirmed as the reload was received fully fired. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one vasecr35 reload (c) was received with no apparent damage and fully fired with a staple b-formed in the channel. No functional test could be performed due to the condition of the reload. Event described could not be confirmed as the reload was received fully fired. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one vasecr35 reload (d) was received with no apparent damage and fully fired with a staple b-formed in the channel. No functional test could be performed due to the condition of the reload. Event described could not be confirmed as the reload was received fully fired. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one vasecr35 reload (f) was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. Event described could not be confirmed as the reload was received fully fired. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one vasecr35 reload (e) was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. Event described could not be confirmed as the reload was received fully fired. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one vasecr35 reload (g,h) was received sterile and with no apparent damage. The returned reload was opened and tested with a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reach on the cause of the reported event, the instructions for use of the device do contain the following caution: ensure battery pack is fully inserted into the device. An audible click will be heard when the battery pack is fully inserted (the instrument must be used within 12 hours of inserting the battery pack, the battery pack contains a built-in battery drain). Insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. Close the jaws of the instrument by squeezing the closing trigger until it locks in place. An audible click indicates that the closing trigger and the jaws are locked. When the jaws of the instrument are closed, the red firing trigger lock and firing trigger are exposed. Pull back the red firing-trigger lock to enable the firing trigger to be pulled. Fire the instrument by pulling the firing trigger; the motor will activate audibly. Continue to depress the trigger until the motor stops. To complete the firing sequence, release the firing trigger to activate the motor and automatically return the knife to home position where the motor will stop. In this position, the instrument is locked out until the jaws are opened and re-closed. The event described could not be confirmed as the reload performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can it be confirmed that the entire width of compressed vessel was proximal to cut line and no extraneous tissue was within jaws distal to cut line? Does the surgeon routinely wait 15 seconds prior to firing? Please describe cleaning technique between firings. What was the total estimated blood loss (ml)? Was a transfusion required? Please describe staple form on patient side. Were staples visible? What is the current patient status?

Event description:
It was reported that during a thoracic procedure, when using a vascular reload on the pa branch the device was not properly sealed on the patient side but seal on specimen side. As a result he had to convert his procedure from a lobectomy to a mini thoracotomy. He mentioned that through the procedure he used 1 reload from lot# u40j6h and believe this to be the impacted lot. He also used lots u4056c and u40t4z but believes they sealed as expected.